Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist (tss) remotely accessed the machine and reviewed the populate functions and zone configuration to check for errors, but none were found. The tss then accessed the cubie administration settings and confirmed that the medication was present in the machine. Further testing was performed on the drawer and cubie using the testing application, which showed that the cubie was able to eject but was unable to open the cubie lids. Additional testing of other cubies identified no issues. The tss informed the user that the affected cubie required replacement and advised contacting the pharmacy to proceed. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower unable to issue losartan pot tab 25mg. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.